Event description:
It was reported that during skin graft harvesting in the middle of the surgery, the surgeon adjusted the set depth to 12 just before harvesting the graft. Upon the first pass, it was immediately noted that the depth was far too thin. The surgeon readjusted the dial and tried again, but the graft depth was still too shallow. The dermatome was removed from use, and a second dermatome was opened and used to harvest the remaining grafts. The first two grafts from the first dermatome had to be discarded as they were unusable. Graft harvest took longer because a second dermatome needed to be retrieved and set up to continue harvesting. The patient required additional harvest sites due to the thin grafts, resulting in a larger graft harvest site scar. A larger area was used for harvesting during the procedure. There was patient impact and a delay of approximately 20 minutes occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.